Event description:
The customer stated that she was hospitalized for low blood glucose. No blood glucose reading was reported. The customer could not recall any events leading up to the hospitalization. The customer only remembers that she filled the reservoir on the morning of the event and when she woke up in the hospital, the reservoir was completely empty. The customer did not notice any insulin leaks. Troubleshooting was performed and found that on the day prior to the event, the customer had taken twice the amount of insulin than she normally takes. There was also a large bolus in the bolus history that the customer did not remember taking. The customer did not feel comfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.